Event description:
The user was explanted due to a defect of the skin over the implant body.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the implant. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user was explanted due to a defect of the skin over the implant body.